Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an unk procedure. Reportedly, the vessel locator wings would not to stay open. Hemostasis was achieved with manual compression. There were no patient effects. No additional information is available.

Manufacturer narrative:
This event has been identified as a malfunction. Abbott vascular has initiated a corrective action. The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.